Event description:
The top of the cane snapped off and exposed metal and screw while the user was walking in the kitchen. He is six foot two inches tall. The broken cane reportedly punctured his shoulder causing bleeding and his knees folded backwards. He advised that he can barely walk at all now. He is looking for compensation. No additional information has been provided at this time.